Event description:
Register nurse noted leaking at the hub when accessing pt's port and flushing. She tried 2 additional sets (same lot#) and noted same problem. She changed lot numbers and did not have any further problems. If pt had been hooked up to a chemo pump and nurse had not noted the leaking, there would have been chemo spillage and potentially life-threatening detrimental effects. It appears the hubs may have a hairline crack. Dates of use: 2007. Diagnosis or reason for use: port access for i.v. Use. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.